Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable. The intraocular lens was inserted and removed during the same procedure. Section d6b - explant date: not applicable. The intraocular lens was inserted and removed during the same procedure section e1 - telephone number: (B)(6) section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal intraocular lens (iol) was removed. Account indicated that after implantation of the iol into the patient's operative eye, breakage was observed prompting a careful cut and removal of the lens to avoid causing trauma to the patient. Through follow up we learned that the iol was removed and replaced with another lens. No additional information was received

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 28-mar-2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the complaint lens revealed that it was cut and coated in viscoelastic residue. The lens was cleaned revealing scratches and damage on the surface and edges of the lens. The preloaded system was inspected revealing that the plunger rod was fully advanced and locked into position. The plunger rod tip was observed to be damaged. The cartridge was inspected, and no issues were observed. No further issues that could cause or contribute to the complaint issue was observed. The complaint issue of lens damaged was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.